Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: dexcom g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's parent that the patient's blood glucose levels rose to 14.8 mmol/l (266 mg/dl) with ketones at 0.2 while wearing the pod between 5 and 24 hours. The patient reported being unsure if the pod cannula was properly seated in the infusion site (arm). When the pod was removed, the cannula was found bent. As treatment, a new pod was applied.

Manufacturer narrative:
No damages were observed that would contribute to the reported unsure properly inserted cannula, the cause of which could not be determined. The exposed portion of the soft cannula was observed to be kinked. Fluid flow was unaffected. The timing and cause of the observed cannula damage could not be determined.